Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 10/17/2007, 11/07/2007 by email and by phone. The consumer asked that we do not contact his surgeon.

Event description:
A consumer reported he does not see well following intraocular lens (iol) implant surgery. He reported his vision is as if he is looking through glass covered with vaseline. He was told they left a little mass in the capsule because it did not affect his vision. He states he can see cloudiness at the 7 o'clock position in his vision. The surgery was nine days prior to this report. He does not want us to contact his surgeon.